Event description:
A malfunction was reported on the customer's pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to the caller on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reappeared.